Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).

Event description:
The customer contact reported, the device did not deliver. On an unspecified date and time, the primary line of the device was programmed to deliver an unspecified solution. On an unspecified date and time, the secondary line was programmed to deliver an unspecified concentration of tpa (tissue plasminogen activator). No specific programming parameters were provided. After an unspecified length of time, the customer contact reported, the nurse noted the tpa container remained full. The device was removed from clinical service. Multiple unsuccessful attempts have been made for additional info including specific pt and event details. No additional info has yet been received. Hospira is continuing to investigate the reported event.